Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: one (1) controller and one (1) battery were not returned for evaluation. Log file analysis revealed a controller power up event logged on (B)(6) 2021 at 14:36:17. The data point prior to the loss of power revealed that no power source was connected to power port one (1) and that bat852753 was connected to power port two (2) with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port (1) and bat852753 was connected to power port two (2). The controller was without power for 2 minutes and 53 seconds. No anomalies were noted leading up to the loss of power. As a result, the reported loss of power event was confirmed. The reported battery damaged event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: bat852753 h3:yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial or lot#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 22-dec-2019. Labeled for single use: no. (B)(4). Concomitant medical products: 6935m62 lead, dvfb1d4 ICD implanted on: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient only had one battery connected, and then the controller lost power. Power was then regained with the same battery. The controller was also seen to have an unexpected loss of power. The controller and battery remain in use. No patient complications have been reported as a result of this event.